Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue, at the anterior (a) 3/posterior (p) 3 leaflet segment. The mr was reduced to grade 2. The physician then implanted a second clip at the a2/p2 leaflet segment; however, after deployment, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet slda. As the mr was reduced after the first clip and did not increase after the slda, no additional intervention was required. There was no adverse patient effect or a clinically significant delay. No additional information was provided.